Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary tract infection, device erosion, and complex vesicovaginal fistula. The patient had robotic explantation of the device along with laparoscopic lysis of pelvic adhesions and robotic partial cystectomy with simple repair performed under general anesthesia.

Event description:
Additional information received on 12/02/2022 as follows: patient has also experienced the following symptoms, fecal incontinence, dysuria and diarrhea.

Manufacturer narrative:
Correction: item number. The lot number was reviewed for complaint trend, nonconforming report and CAPA there were no nonconforming reports nor capas identified against this lot.

Event description:
Additional information received on 11/30/2022 as follows: beginning (B)(6) 2019 through (B)(6) 2021 the patient experienced, bladder prolapse, abdominal pain, and constipation.